Manufacturer narrative:
Section d - catalog # search ¿ updated to m003we0450150. (Parent) as reported product details ¿ updated to wingspan 4.5mm x 15mm. Product long description ¿ updated to wingspan 4.5mm x 15mm - ce. D4 expiration date - added. D9 product available to stryker / returned to manufacturer on - updated. H3 device evaluated by mfg ¿ updated. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent device was returned with 2 non-stryker guidewires. The distal end of the stabilizer was noted to be deformed and the subject stent had been deployed. There was no damage noted to the delivery catheter. There were no anomalies noted to the returned guidewires. The functional test was performed as the distal taper tip was cut from the stabilizer and the stabilizer was able to be removed from the delivery catheter without difficulty, no friction was experienced. An attempt was not made to advance the guidewire within the stent stabilizer distal end, due to the damage noted to the stabilizer, however the guidewire passed without issue through the proximal end of the stabilizer. The reported ¿stent premature deployment during use¿ was confirmed. The reported ¿stabilizer/guidewire friction¿ was not duplicated, however the analysis results are consistent with the reported event. The returned subject stent device failed to meet specifications when received for complaint investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject stent device was inserted along the chikai guidewire with extension wire. However, extension wire was detached from the chikai guidewire, so the doctor attempted to pass the chikai guidewire through the subject stent device. However, resistance was so strong that the subject stent device came out during manipulation. The doctor replaced the subject stent device with a new one. Additional information received indicate that the subject stent device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was normal. The subject stent device was returned and the subject stent device was confirmed to have been deployed, the distal end of the stabilizer was noted to be deformed and there was friction during removal of the stabilizer from the delivery catheter. A guidewire was not advanced into the stabilizer distal end due to the deformation noted. It is probable that the guidewire may have become stuck/jammed in the distal end of the stabilizer due to some procedural factors present, causing the stabilizer and delivery wire to move independently and the stent deployment, in the attempt to the manipulate the guidewire. An assignable cause of procedural factors will be assigned to the reported ¿ stent deployed prematurely during use¿ and ¿stent stabilizer/guidewire friction¿ and to the analysed ¿stent deployed prematurely during use¿, ¿stent stabilizer deformed¿ and ¿stent stabilizer/catheter friction¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the resistance was encountered when the non stryker guidewire was attempted to pass through the subject stent. Since the resistance was so strong, the subject stent came out during manipulation. The stent was replaced with a new stent and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the resistance was encountered when the non stryker guidewire was attempted to pass through the subject stent. Since the resistance was so strong, the subject stent came out during manipulation. The stent was replaced with a new stent and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.